Event description:
It was reported that during maintenance, the subject device had the c-cover burns. There was no patient involvement.

Manufacturer narrative:
E1: facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 (primary UDI number), d8 (was device serviced by third party?), h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a high-frequency instrument without a sufficient distance from the tip. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leakage at the base of the insertion tube sheath. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the c cap was burned by using a high-frequency instrument without a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: 3.3 inspection of the endoscope 4.3 using endotherapy accessories - high-frequency cauterization treatment should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.